Event description:
It was reported that pt's generator had migrated and underwent surgery to reposition the device. During the surgery, it was discovered the lead had fractured. Pt also reported, the scar was tender and "never healed properly" after the surgery and her "waistline rubbed up against the scar causing itching or pain."

Manufacturer narrative:
(B)(4).